Event description:
Boston scientific received information that the patient with this recently implanted right ventricular (rv) lead complained of chest discomfort, thus they returned to their clinic. It was noted that loss of rv capture was observed at maximum output and r waves were low. An echocardiogram was performed which ruled out a perforation. The lead was subsequently repositioned and placed on the patient's septal wall with acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.